Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the liner would not fit into the shell during surgery.

Manufacturer narrative:
No device or photos were received; therefore the condition of the device is unknown. Device history record review identified no deviations or anomalies in the manufacturing process. The reported device is used for treatment. Complaint history search revealed no additional complaints for the part and lot combination. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. It was confirmed that the devices reported were used in an approved and compatible combination. Relevant medical history and adherence to rehabilitation protocol are unknown. Therefore, a definitive root cause for the lack of mating cannot be determined with the information provided.